Event description:
On (B)(6) 2008, the pt was implanted with five gore excluder aaa endoprostheses. On (B)(6) 2011, the pt was implanted with two gore excluder aaa endoprostheses aortic extender components. Multiple attempts were made to obtain add'l info for this event.

Manufacturer narrative:
Results: the review of the mfg paperwork verified that this lot met all pre-release specs.